Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the esc button on the insulin pump is not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button responding properly. Slightly moisture damage was found at keypad traces. Insulin pump was received with minor scratches on lcd window and cracked case at display window corners.